Event description:
It was reported that the needle would not advance. When it was removed the needle was noticed to be bent. There were no adverse consequences and no medical intervention required. There was a delay of approximately 30 to 45 mins due to this event. Back-up needles were used and the procedure was completed successfully.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.